Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a severe rash under the front therapy electrode pad. During a follow up the patient reported that the rash was healing. The patient's doctor advised the patient to remove the device until the irritation healed. It was reported that the patient had an open wound and that the patient had been using the prepackaged defibrillation gel under the front therapy electrode. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.